Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using retrograde approach. The 99% stenosed target lesion was located in the moderately tortuous and calcified iliac vessel. After a guide wire crossed the lesion, a 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc device. After pre-dilatation, an epic stent was then deployed followed by post-dilatation. No patient complications were reported.